Event description:
The patient was in deep trendelenburg during the surgery, when the surgeon asked to level the bed. The certified registered nurse anesthetist (crna) noticed that the entire bed was not properly aligned and patient head was hanging with the foam off to the side. Surgeon said that this is not the first time it happened. No injury to patient. Patient vital signs are ok per anesthesia.